Manufacturer narrative:
Medtronic received additional information from the physician that the valve was explanted due to thrombosis with increased gradient measurements. The patient was in severe cardiogenic shock secondary to the obstructed valve. The surgery was successful, however, the patient remained in cardiogenic shock and passed away 5 days post-op. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 months post implant of this 27mm mitral bioprosthetic valve, the valve was explanted and replaced with a 25mm mitral bioprosthetic valve of a different model. The reason for replacement was not reported. No additional adverse patient effects were reported.